Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: outflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: device thrombosis.additional text: ramp study pos, ldh rising, clinical indications.specific component(s) involved: outflow graft malfunction/malposition.additional text: outflow graft strain reliever was disengaged and the graft kinked.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of pump.other intervention :implant device type: lvad.